Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported experiencing cycler alarms for air detected in the cassette alarm and drain complications. Patient was advised to cancel treatment. Patient called back and reported a fluid leak was observed when removing the cassette from the cycler. Follow up with the patient's nurse indicated that the patient was asymptomatic and was not prescribed prophylactic antibiotics. The set was discarded.